Manufacturer narrative:
(B)(4). Date sent: 07/23/2021. This is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a staple housing with all staples present protruding. The second photo shows an information label with lot u95f8u, product code ecs25a.

Manufacturer narrative:
(B)(4). Batch # unknown. Component code = mechanical (B)(4). Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs25a device arrived with no anvil and washer returned for analysis. Further analysis of the device shows no protruding staples. However, four staples were missing from the pockets. Due to the condition of the device no functional test was performed to preserve the evidence. The event reported was confirmed and it is related to improper use of the device. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that prior to a gastric bypass procedure that upon opening the circular stapler the staples seemed to be partially deployed. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.